Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and nineteen days post a port placement in right internal jugular vein, there was allegedly a large bulge in the patient's chest wall, suspected that the catheter broke. It was further reported that the film showed that the catheter allegedly fractured. Furthermore, fluid leakage was noted under the skin of the chest wall causing the bulging of the chest wall. Additionally, patient occasionally felt palpitations. Reportedly, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows complete break of the catheter from the port. Therefore, the investigation is confirmed for the reported fluid leak and complete catheter break issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and nineteen days post a port placement in right internal jugular vein, there was allegedly a large bulge in the patient's chest wall, suspected that the catheter broke. It was further reported that the film showed that the catheter allegedly fractured. Furthermore, fluid leakage was noted under the skin of the chest wall causing the bulging of the chest wall. Additionally, patient occasionally felt palpitations. Reportedly, the catheter was removed. The current status of the patient is unknown.